Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep called today reporting that they saw the ins reporting eri when it was interrogated with clinician programmer today. During the evaluation of the ins, it was noted that impedances were showing at >10,000 ohms on all contacts. Rep was not the one that checked impedances today. Technical services(ts) reviewed that the impedances wouldn't be the reason for the eri message today. Pt wasn't aware of nor mention any therapy issues or concerns. Ts reviewed meaning of eri, eos and when each of those trigger and why she could interrogate the ins today. Pt wasn't aware of eri message today as he just charges and uses stim and doesn't pay close attention to those details. Sent email to rep with case # so that if they determined or learned other issues or concerns they can f/u with email sent today. No symptoms were reported.  The caller reported that the impedances on this patient's system were tested and showed values that were >10000ohms. They found three electrodes that were normal. The caller also indicated that only one side of the paddle is working and the caller indicated that the patient is getting effective therapy from the functional side of the lead. Cause was unknown. Dr (B)(6) plans to replace the battery. He has not yet determined if the lead will be replaced. Rep reported an impedance issue and only 3 contacts are usable, but patient is still getting therapy benefit. Caller indicated reporting issue on mpxr, but only had the pe number as a reference.)

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead product ID 3998 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(6), ubd: 31-jul-2017, UDI#: (B)(4) ; product ID: 3998, serial/lot #: (B)(6), ubd: 31-jul-2017, UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.